Event description:
The pt is a 19-yr-old female with the admitting diagnosis of acute leukemia infected catheter. Under local anesthesia, the pt was in the o.r. For removal of a catheter and the insertion of a triple lumen catheter. During the surgical removal, the catheter fractured at the clavicular site with ultimate migration of the catheter to the right atrium. The attending surgeon immediately contacted a thoracic surgeon and arranged for a transfer to another hospital due to the lack of needed equipment at to retrieve the catheter at the hospital. The pt was transported by acls unit. The catheter was immediately removed and the pt returned to reporting facility on 9/11/94. No apparent harm due to the fractured catheter.